Manufacturer narrative:
The customer was unable to get video image while using a duodenoscope connected through the pigtail cable to the cv-190. The customer attempted to use a different scope and pigtail connector and the issue persisted. The customer ensured that the scope and pigtail was working with other units in separate rooms. The customer spoke to olympus technical assistance center (tac) support and tac presumed that the issue was related to the circuit board in the cv-190. Furthermore, no error codes were observed. The device was returned for investigation. Upon evaluation of the device, the unit has no image with 180 series scopes. A damaged patient board was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during an unknown diagnostic procedure. A similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The subject device was manufactured before the countermeasure was taken on dr board design change; a malfunction of the op-amp circuit was surmised to have caused the phenomenon, no image with scope 180. Olympus will continue to monitor complaints for this device.